Event description:
It was reported that the patient passed away in the intensive care unit (ICU) on (B)(6)n 2026. The patient arrived at the hospital with diffuse abdominal pain for several weeks. The patient was transferred to the cardiac care unit (ccu) with worsening acute kidney injury (aki), lethargy, and hypotension. After acute decompensation, patient¿s family decided to transition to comfort care measures.

Manufacturer narrative:
Section d4: device expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the customer. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU), and hmii lvas patient handbook are currently available. Section 1, ¿introduction¿, lists potential adverse events, including renal dysfunction and death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.